Event description:
It was reported to boston scientific corporation on (B)(4) 2012 that an rf3000 radiofrequency generator was used, although it is unknown if the device was used during a procedure. According to the complainant, just after the device was powered on, a distorted "beep" sound was heard. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012, that an rf3000 radiofrequency generator was used, although it is unknown if the device was used during a procedure. According to the complainant, just after the device was powered on, a distorted "beep" sound was heard. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Troubleshooting of the returned device included a visual inspection, inspection for loose hardware, performance of a final test, and radiofrequency (rf) energy delivery with test loads. Audible distortion was heard during the power on self-test, which was resolved when a speaker harness assembly was replaced. Following the speaker harness assembly replacement, the device passed all performance criteria of its final test procedure. The complaint was confirmed; the defective speaker harness assembly caused the audible distortion reported by the customer. The component failure was likely due to long or extended use of the device. A review of the device history record (DHR) was performed; no anomalies were noted. This was the first time this unit was ever returned for service. A search of the complaint database revealed that no similar complaints exist for the specified serial number.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that an rf3000 radiofrequency generator was used, although it is unknown if the device was used during a procedure. According to the complainant, just after the device was powered on, a distorted "beep" sound was heard. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The issue occurred during a radiofrequency ablation (rfa) procedure. The procedure was completed with the same rf3000. The patient's condition following the procedure was reported to be "good." The generator has been used successfully since this event.

Manufacturer narrative:
(B)(4) for the reported event: abnormal noise from generator. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.